Manufacturer narrative:
(B)(4). The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. No investigation can be performed (no serial number available and no device return), therefore no results will be obtained. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for subacute type b aortic dissection. One debranch was performed as concomitant procedure. Ctag ac was deployed at the position where the partial uncover stent covered almost entirely the left common carotid artery. Then, decrease of blood flow into the left common carotid artery was observed. It was suspected that the left common carotid artery was covered by ctag ac sleeve. A bare stent was deployed in the left common carotid artery for repair. The patient tolerated the procedure. The physician stated that the device was placed in a position covering the lcca, considering the placement of the stent.